Manufacturer narrative:
No data regarding product identity was received. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated fot this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implantation the patient required additional treatments with medications, suture lysis and needling due to elevated intraocular pressure (iop). The failure of bleb construction occurred within one week of surgery. Two months following surgery, the surgeon reported fibrosis of filtering bleb was observed. The surgeon reports the patient is recovering and the shunt remains implanted. Additional information was requested.